Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels. There was no additional information provided. Although multiple requests were made to gather more information, the customer did not reply to the requests.